Event description:
It was reported that the catheter would not aspirate. Pt went to radiology and a hole was discovered in the line. The PICC was removed and the pt is fine.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, after the second 'bite' the active blade broke. The surgeon had to make sure the broken portion of the blade was found. The condition of the patient immediately following the event was stable. Another device was used to complete the procedure.